Event description:
The facility reported a colleague infusion pump with "wire loose on one of the connectors where the batteries are located-batteries have been removed." It is unknown when, but occurred in the "ER." There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with the "wire loose on one of the connectors where the batteries are located-batteries have been removed" was confirmed but not reproduced during product evaluation. This condition was due to the rear/inverter harness being cut. The cable harness and the inverter harness were replaced to fix the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.